Event description:
It was reported that they had a defective 10f foley. It inserted and then did not hold water in the balloon. The catheter fell out and there was a tear noted to the balloon. They had pulled this lot as precaution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.